Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving compounded baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient was admitted to the hospital with an infected pump pocket. The organism was identified as a rare strain of mrsa. The hcp reported that they be able to maintain the patient on suppressive antibiotic therapy long term using clindamycin, but wants to wean the pump in case the patient does not respond to initial doses of that antibiotic. The hcp was tentatively planning explant of the pump once wean is complete. It was unknown what, if any, environmental/external/patient factors may have led or contributed to the issue. The diagnostics/troubleshooting performed was unknown. It was unknown if surgical intervention was planned. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-with injury" as the patient was admitted with an infected pump pocket. No further complications were reported. The patient¿s medical history included intractable spasticity and cerebral palsy.